Event description:
R femoral alsius coolguard central line stopped functioning. Started to leak water and blood from line. Upon removal noted to have the white port of the lumens sliced in half and not intact. Balloon of alsius seemed intact. Patient tolerate removal well and no other complications noted. FDA safety report ID#: (B)(4).